Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 5 years and 2 months after dental implant was installed in intraoral region 4#, its fracture occurred. In addition, 20 ncm of primary stability was achieved, the patient presented bone type iii and biomechanical overload has happened.